Event description:
Inflammation [inflammation]. Case narrative: initial information from united states received on 24-jun-2021 regarding an unsolicited valid serious case received from a physician. This case is linked to case (B)(4) (cluster). This case involves a female patient in her 40s who experienced inflammation with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate solution for injection, strength: 16mg/2ml (dose, frequency, route, indication and lot number: unknown). On an unknown date in 2021 the patient experienced inflammation and subsequent hospitalization following hylan g-f 20, sodium hyaluronate injection. Action taken: unknown. It was not reported if the patient received a corrective treatment for the event (inflammation). At time of reporting, the outcome was unknown for the event inflammation. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was (B)(6) 2021. No safety issues were indicated in this review. Follow up information received on 24-jun-2021 from other healthcare professional. Ptc number added. Follow up information was received on 24-jun-2021 from the other healthcare professional. Global ptc number added. No significant information was received. Additional information was received on 23-jul-2021 from the other healthcare professional. Strength added. Ptc results were added. Clinical course updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 30-jun-2021: this case concerns a female patient who received treatment with hylan g-f 20, sodium hyaluronate and later experienced inflammation. Based on the lack of information available, causal relationship of the device in the occurrence of events cannot be denied. However, further information regarding patient¿s current medical condition, concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
Inflammation [inflammation]. Case narrative: initial information from united states received on 24-jun-2021 regarding an unsolicited valid serious case received from a physician. This case is linked to case (B)(4) (cluster). This case involves a female patient in her 40s who experienced inflammation with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate solution for injection (dose, frequency, route, indication and lot number: unknown). On an unknown date in 2021 the patient experienced inflammation and subsequent hospitalization following hylan g-f 20, sodium hyaluronate injection. Action taken: unknown. It was not reported if the patient received a corrective treatment for the event (inflammation). At time of reporting, the outcome was unknown for the event inflammation. A product technical complaint was initiated and the results for the same were pending.